Event description:
Caller reported blood glucose results of 225 mg/dl, 345 mg/dl, and 166 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported, the pt had a system infection in may. The infection was cleaned out by the hcp and the pt recovered. The pt was requesting reprogramming following recovery from the infection. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.